Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log. Evaluation found that the motor flex was not properly secured in the connector, causing the symptom. The motor flex was properly secured into the connector to correct the condition.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.